Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of egms, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to far p wave oversensing. No intervention was performed. Patient will continue to be monitored.